Event description:
Reporter alleged blood glucose monitoring device was not working correctly resulted in a family member being transported to the hospital and treated. Reporter stated sent in a letter to the company representative regarding the alleged incident and called back to give additional information. Reporter stated device result was in the 500s mg/dl and when testing at the doctor's office alleged the result was in the mid 100'smg/dl. Reporter stated the family member was in the emergency room (ER) where alleged family member had system flushed and placed patient on 5% dextrose and saline solution. Reporter stated no controls were used at the time and test strips involved in the allged incident were not available for return. However, a request for replacement of suspect device was made and replacement device was sent.